Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) / abnormal bleeding vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), kidney infection ("kidney infection / infection (other) describe: kidney infections") and uterine haemorrhage ("sporadic heavy bleeding") in a 47-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included illness. Previously administered products included for an unreported indication: depo-provera from 1990 to 2005. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included osteoporosis, fibromyalgia, depression, endometrial biopsy, libido decreased, vaginal dryness, vomiting, chest discomfort, gastritis, colitis since 2011, menometrorrhagia and uterine fibroids. Concomitant products included diphenhydramine hydrochloride (benadryl) for hives, hormones nos for hormonal imbalance, ondansetron (zofran) for nausea as well as celecoxib (celebrex) since 2002, citalopram hydrobromide (celexa) since 2008 and norethisterone (mini-pill) from 1978 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation all the time"), abdominal distension ("bloating"), incontinence ("incontinence"), rectal tenesmus ("painful and frequent urge to go"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced urticaria ("rsh / hives / allergic or hypersensitivity reaction type: would randomly breakout in hives"). In 2010, the patient experienced urinary tract infection ("(bladder/urinary tract/vaginal) infection / infection (bladder/urinary tract/vaginal) type: uti"), vaginal infection ("(bladder/urinary tract/vaginal) infection / infection (bladder/urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced kidney infection (seriousness criterion medically significant), migraine ("migraines / headaches") and feeling abnormal ("neurological conditions or problems type: brain fog"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth loss ("dental problems lost 4 teeth"), arthralgia ("joint pain") and myalgia ("muscle ache"). In 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), syncope ("I would black oput / faint"), hot flush ("hot flashes"), mood swings ("mood swings"), visual impairment ("vision/eye problems type: rapid deterioration of vision / "), gastrooesophageal reflux disease ("gerd"), headache ("headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with alprazolam (xanax), budesonide, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, hormone level abnormal, hypersensitivity, vaginal infection, mental disorder, migraine, nausea, tooth loss, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hot flush, mood swings, female sexual dysfunction, depression, anxiety, feeling abnormal, visual impairment, diarrhoea, constipation, gastrooesophageal reflux disease, abdominal distension, incontinence, rectal tenesmus, arthralgia and myalgia outcome was unknown, the genital haemorrhage, kidney infection, uterine haemorrhage, urinary tract infection, rash, alopecia, syncope, urticaria, weight increased and weight decreased had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, incontinence, kidney infection, menorrhagia, mental disorder, migraine, mood swings, myalgia, nausea, rash, rectal tenesmus, syncope, tooth loss, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: two cystic structu res seen fundal uterus largest measuring 0.6 x 004 c.m. Probable cysts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2014, progress note: pelvic ultrasound examination: impression: essure seen. Two cystic structures seen fundal uterus largest measuring 0.6x 0.4 cm. Probable cysts. Dominant follicle on the left ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, abdominal pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc (product technical complaint ). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer on 17-nov-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. As a result of her implantation with essure she suffered injuries, including pain. On (B)(6) 2015 she had surgery to remove essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain"), kidney infection ("kidney infection"), uterine haemorrhage ("sporadic heavy bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection(bladder/urinary tract/vaginal)"), urinary tract infection ("(bladder/urinary tract/vaginal) infection "), vaginal infection ("(bladder/urinary tract/vaginal) infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes "), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight gain/ loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), syncope ("I would black oput / faint ") and urticaria ("rsh / hives"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (b()(6) 2015. At the time of the report, the device dislocation, pelvic pain, hormone level abnormal, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, fatigue, alopecia, weight fluctuation and gastrointestinal disorder outcome was unknown and the kidney infection, uterine haemorrhage, cystitis, rash, syncope and urticaria had resolved. The reporter considered alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, syncope, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: 2016-060550. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event an not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Evnets alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, kidney infection, menorrhagia, mental disorder, migraine, nausea, rash, syncope, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuationare added. Lot number added. Lab data added. Concomitant condition and historical condition nand drugs are added. Product , patient and reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) / abnormal bleeding vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), kidney infection ("kidney infection / infection (other) describe: kidney infections") and uterine haemorrhage ("sporadic heavy bleeding") in a 47-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included illness. Previously administered products included for an unreported indication: depo-provera from 1990 to 2005. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included osteoporosis, fibromyalgia, depression, endometrial biopsy, libido decreased, vaginal dryness, vomiting, chest discomfort, gastritis, colitis since 2011, menometrorrhagia and uterine fibroids. Concomitant products included diphenhydramine hydrochloride (benadryl) for hives, hormones nos for hormonal imbalance, ondansetron (zofran) for nausea as well as celecoxib (celebrex) since 2002, citalopram hydrobromide (celexa) since 2008 and norethisterone (mini-pill) from 1978 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation all the time"), abdominal distension ("bloating"), incontinence ("incontinence"), rectal tenesmus ("painful and frequent urge to go"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced urticaria ("rsh / hives / allergic or hypersensitivity reaction type: would randomly breakout in hives"). In 2010, the patient experienced urinary tract infection ("(bladder/urinary tract/vaginal) infection / infection (bladder/urinary tract/vaginal) type: uti"), vaginal infection ("(bladder/urinary tract/vaginal) infection / infection (bladder/urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced kidney infection (seriousness criterion medically significant), migraine ("migraines / headaches") and feeling abnormal ("neurological conditions or problems type: brain fog"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems lost 4 teeth"), arthralgia ("joint pain") and myalgia ("muscle ache"). In 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), syncope ("I would black oput / faint"), hot flush ("hot flashes"), mood swings ("mood swings"), visual impairment ("vision/eye problems type: rapid deterioration of vision / "), gastrooesophageal reflux disease ("gerd"), headache ("headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with alprazolam (xanax), budesonide, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (ablation) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, hormone level abnormal, hypersensitivity, vaginal infection, mental disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hot flush, mood swings, female sexual dysfunction, depression, anxiety, feeling abnormal, visual impairment, diarrhoea, constipation, gastrooesophageal reflux disease, abdominal distension, incontinence, rectal tenesmus, arthralgia and myalgia outcome was unknown, the genital haemorrhage, kidney infection, uterine haemorrhage, urinary tract infection, rash, alopecia, syncope, urticaria, weight increased and weight decreased had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, incontinence, kidney infection, menorrhagia, mental disorder, migraine, mood swings, myalgia, nausea, rash, rectal tenesmus, syncope, tooth disorder, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: two cystic structu res seen fundal uterus largest measuring 0.6 x 004 c.m. Probable cysts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2014, progress note: pelvic ultrasound examination: impression: essure seen. Two cystic structures seen fundal uterus largest measuring 0.6x 0.4 cm. Probable cysts. Dominant follicle on the left ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, abdominal pain, genital haemorrhage. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: hot flashes, mood swings, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and anxiety, neurological conditions or problems type: brain fog, vision/eye problems type: rapid deterioration of vision, gastrointestinal or digestive system condition type: diarrhea or constipation all the time, no regular bowel movements. Gerd, bloating, painful and frequent urge to go, incontinence, headache, joint pain, muscle ache, weight gain, weight loss, fibromyalgia. Concomitant disease, historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) / abnormal bleeding vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), kidney infection ("kidney infection / infection (other) describe: kidney infections") and uterine haemorrhage ("sporadic heavy bleeding") in a 47-year-old female patient who had essure (batch no. 626685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included illness. Previously administered products included for an unreported indication: depo-provera from 1990 to 2005. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included osteoporosis, fibromyalgia, depression, endometrial biopsy, libido decreased, vaginal dryness, vomiting, chest discomfort, gastritis, colitis since 2011, menometrorrhagia and uterine fibroids. Concomitant products included diphenhydramine hydrochloride (benadryl) for hives, hormones nos for hormonal imbalance, ondansetron (zofran) for nausea as well as celecoxib (celebrex) since 2002, citalopram hydrobromide (celexa) since 2008 and norethisterone (mini-pill) from 1978 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), diarrhoea ("diarrhea"), constipation ("constipation all the time"), abdominal distension ("bloating"), incontinence ("incontinence"), rectal tenesmus ("painful and frequent urge to go"), weight increased ("weight gain") and weight decreased ("weight loss"). In january 2010, the patient experienced depression ("depression") and anxiety ("anxiety"). In may 2010, the patient experienced urticaria ("rsh / hives / allergic or hypersensitivity reaction type: would randomly breakout in hives"). In 2010, the patient experienced urinary tract infection ("(bladder/urinary tract/vaginal) infection / infection (bladder/urinary tract/vaginal) type: uti"), vaginal infection ("(bladder/urinary tract/vaginal) infection / infection (bladder/urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced kidney infection (seriousness criterion medically significant), migraine ("migraines / headaches") and feeling abnormal ("neurological conditions or problems type: brain fog"). In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth loss ("dental problems lost 4 teeth"), arthralgia ("joint pain") and myalgia ("muscle ache"). In 2013, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, uterine haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), syncope ("I would black oput / faint"), hot flush ("hot flashes"), mood swings ("mood swings"), visual impairment ("vision/eye problems type: rapid deterioration of vision / "), gastrooesophageal reflux disease ("gerd"), headache ("headaches") and fibromyalgia ("fibromyalgia"). The patient was treated with alprazolam (xanax), budesonide, surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, hormone level abnormal, hypersensitivity, vaginal infection, mental disorder, migraine, nausea, tooth loss, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, hot flush, mood swings, female sexual dysfunction, depression, anxiety, feeling abnormal, visual impairment, diarrhoea, constipation, gastrooesophageal reflux disease, abdominal distension, incontinence, rectal tenesmus, arthralgia and myalgia outcome was unknown, the genital haemorrhage, kidney infection, uterine haemorrhage, urinary tract infection, rash, alopecia, syncope, urticaria, weight increased and weight decreased had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, constipation, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, incontinence, kidney infection, menorrhagia, mental disorder, migraine, mood swings, myalgia, nausea, rash, rectal tenesmus, syncope, tooth loss, urinary tract infection, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: two cystic structu res seen fundal uterus largest measuring 0.6 x 004 c.m. Probable cysts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-nov-2008: total bilateral occlusion. On 08dec2014, progress note: pelvic ultrasound examination: impression: essure seen. Two cystic structures seen fundal uterus largest measuring 0.6x 0.4 cm. Probable cysts. Dominant follicle on the left ovary. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, abdominal pain, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event an not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.